Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to faulty force sensor relay. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a prime/fill anomaly where the insulin was squirting out during filling tubing. Customer's blood glucose level was 436 mg/dl. Customer was assisted by the school nurse to bolus approximately 2u with the pump. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. Customer's mother has already removed the reservoir from the pump. Troubleshooting was interrupted because the customer's mother had to go. Customer's mother called back and stated that the customer's blood glucose level was now at 127 mg/dl. Pump was stuck in rewind complete/bolus delivery loop. Customer's mother did not feel safe with the pump and wanted it to be replaced since the warranty end date was close. Insulin pump will need to be replaced. No further assistance needed.